Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-26. It was reported that the rep was with the patient and the stim was off when the patient thought it should have been on. The patient left the implantable neurostimulator (ins) on the night prior to the report, they woke up the next day and felt that the stim was off, so they checked with the patient programmer (pp) which showed that the stim was off. Electrode impedances were within normal range, group c impedances were 265 ohms and the longevity calculation was estimated to be 30 months. It was then noted that the ins has already surpassed longevity calculation, so it was suggested that the rep should continue monitoring the voltage and the patient to monitor the pp for the elective replacement indicator (eri). Lastly, it was suggested that the patient should continue to keep log of the stim off events for data and the rep to send a data file obtained during the call for analysis. There were no further complications reported or anticipated.

Manufacturer narrative:
H3. Analysis of the implantable neurostimulator found no anomaly. H6. Evaluation conclusion code 11 does not apply. Evaluation result code 3233 does not apply. Evaluation method code 4114 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) was turning itself off approximately once a day and the patient used to feel stimulation down both legs, but they did not feel it as intensely as before. The patient didn¿t want to increase the stim at the ins was a prime cell and the rep stated that the patient hadn¿t seen any errors/messages on the patient programmer (pp) except when they needed to change the pp batteries. The therapy turning off issue was not related to positional movement and whatever the patient did when they felt the stim turn off varied. The pp displayed that the ins was off, and the patient was able to turn it back on with the pp. It was noted that a rep already interrogated the ins with a clinician programmer prior to the call and attempted to run impedances at 3.0v but the patient felt a ¿jolt¿/spasm, so they exited the session. All impedance measurements were within normal range and palpation did not illicit any changes, therapy z record results were 265 ohms and the battery level was at 3.015v. In the end, the patient was directed to keep a journal of the on/off incidents, to obtain a file at future visit if the issue continued and to have the ins reprogrammed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-sep-06. It was reported that the devices were replaced, and the patient¿s therapy was in the right area. There were no further complications reported or anticipated.